Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
Customer reported that the unit shutdown and alarmed while being on a patient during therapy. The screen was displayed with error code message of data acquisition (da) pcba adc failed. Customer reported that there was no patient harm or injury. Patient information has been requested.

Manufacturer narrative:
Through follow-ups, customer indicated that they cannot release patient information.